Manufacturer narrative:
Updated fields: b4, e1 (email), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) states the customer reports screen went black when monitor was removed for transport mode. The fse evaluated the device for reported failure but was unable to duplicate the issue. The fse replaced the video gen board kit (0040-00-0456) as a preventive measure. The unit passed all functional/safety testing. Returned the unit to the customer. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of the screen going black when removed for transport. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the boards individually and together in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failures confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Based on the information in the complaint, no root cause could be determined as the issue was unable to be replicated.

Manufacturer narrative:
Due to character limitation initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had screen removed from console and started continuous alarm. Pump turned off and rebooted after 2 minutes. No harm or injury reported.